Event description:
Iridex became aware of the complaint involving patient experiencing cardiac arrest following a transcleral laser therapy treatment using cyclo g6 with a micropulse p3 probe. The patient was given general anaesthesia versus the local peribulber or retrobulbar anaesthesia as suggested in the product indications for use. The most likely cause for this event is suspected to be the combination of general anaesthetic and underlying patient health conditions. The laser therapy is not believed to have caused or contributed to this event. However a definitive conclusion on cause could not be determined. The patient was treated and recovered. Failure analysis was performed on the returned device. No malfunctions or errors were observed. The results indicate the system is functioning within specifications.